Event description:
It was reported that this patient has received a previously inappropriate shock due to oversensing of signal amplitudes with noisy signals with noisy signals. Recently, the patient has received multiple inappropriate shocks due to this. The patient was brought into the clinic for these clinical observations to be reproduced, however it was unable to be. The system was programmed to primary sensing vector. No adverse events were reported.

Manufacturer narrative:
This supplemental report is being provided to include additional information.

Event description:
It was reported that this patient has received a previously inappropriate shock due to oversensing of signal amplitudes with noisy signals with noisy signals. Recently, the patient has received multiple inappropriate shocks due to this. The patient was brought into the clinic for these clinical observations to be reproduced, however it was unable to be. The system was programmed to primary sensing vector. No adverse events were reported. This supplemental report is being filed to provide additional information.